Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin. The customer loaded a new cartridge successfully and received an accurate fill estimate. In addition, it was reported that the pump became frozen on the "prepare for fill" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to be cleared. The customer's blood glucose level was 338 mg/dl, which was addressed with a manual injection.